Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that three separate burs all from the same batch snapped during a single case just after insertion.